Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 4nc 0.129m 0.4 ml blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "one tube did not draw the specified volume of colored water."

Event description:
It was reported when using the bd vacutainer® 4nc 0.129m 0.4 ml blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "one tube did not draw the specified volume of colored water."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 14-jul-2022. H6: investigation summary bd received 3 samples that have been draw tested with colored water for investigation. The samples were evaluated by visual examination and the indicated failure mode for underfill with the incident lot was not observed as all 3 tubes were filled to an acceptable level. Additionally, 20 retention samples from bd inventory were evaluated by functional testing, each drawn with deionized water, and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.